Manufacturer narrative:
Covidien reference: (B)(4). One endotracheal tube was received for evaluation. Visual inspection was performed, and it was observed that all the components were assembled properly in the tube. Inflation and deflation tests were performed by using a 25cc syringe of air applied to the cuff, and it was observed that it held the air. The sample was left inflated two hours, and after this time no deflation was observed. The customer reported complaint was not confirmed, as the product was functioning as intended.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. However, an unused tracheal tube will be returned for investigation.

Event description:
It was reported that during patient use, a pre-tested tracheal tube cuff pressure declined. The patient and the device had been looked over every two hours. It is unknown if the unit had to be replaced. There is no report of death or serious injury associated with this event.